Event description:
It was reported that during an angioplasty procedure of a highly calcified target lesion in the right superficial femoral artery via a contralateral approach, the sheath allegedly failed to be inserted. It was further reported that tip of the sheath was found damaged after multiple insertion attempts. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Device not returned.